Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a recent infusion site change using a 23 in 6 mm contact detach steel needle set, with reports of multiple hours high and in target and a highest value of 327 mg/dl, while the ilet did not document the 99 units the user believed were delivered. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization and no additional therapy beyond routine management, with glucose declining during the call. Investigation included agent-guided troubleshooting to confirm insulin flow by filling the tubing, assessment of the infusion site for leaks or wetness, a manual fingerstick confirming hyperglycemia that aligned with cgm values, user education on calibration entry, insulin-on-board duration, and instruction to change all supplies every two days due to steel needle use. Investigation of this case revealed no leaks or wetness at the site, no discrepancy between fingerstick and cgm, and uncertainty regarding insulin delivery volume based on ilet logs, resulting in an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.